Manufacturer narrative:
H2: updates in b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. This error occurred because the system was incorrectly configured to pull images from pacs. The site needs to change their permissions to allow the system to query/retrieve from port 104 and make sure the pacs title matches the system title, they were able to coordinate with their pacs teams to resolve the issue.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was an issue when the medtronic representative (rep) was pulling images from electronic picture archiving and communication systems (pacs). She reported that all connections were showing as green when pinging pacs, but when trying to download an image, the system would display messages "could not negotiate study root query sop class" and "could not negotiate study root retrieve sop class". This corresponds with errors 722 and 723. This error occurred when the query/retrieve and storage ports on the system tab were configured with the same number. The likely cause was that the site must need to change their permissions to allow the system to query/retrieve from port 104 and make sure the pacs title matches the system title. There was no patient involvement.

Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736401 and lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.